Event description:
During an in-clinic follow-up, episodes of far-field oversensing resulting in inappropriate shocks were observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.